Event description:
It was reported that the pt had a reaction 2 weeks post op. All cultures taken from the pt were negative. This pt had a rotator cuff repair a few years back and presented the same type of reaction. The surgeon believes that this pt is having a reaction to the titanium. The pt was brought in and the wound was flushed and drained. The pt was put on antibiotics and there is no plans to remove the implants (x2) at this time. This device is used for treatment.